Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low flow alarm and suction events. The patient was admitted for observation. An echocardiogram was ordered to evaluate the lv/rv. The patient was resting at home prior to the event. The cause of the event is unknown. The echo showed decreased lvdd. Lvef was 25-30% with moderately reduced rv function with mild-to-moderate tr. Vad speed was reduced to 5300 and patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files from the time of the reported event were submitted for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had mild right ventricle dysfunction prior to implant. Shortness of breath and abdominal fullness symptoms were exhibited, which were treated with a dialysis regimen that decrease filling pressures.